Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a crack was observed on the opening of the cap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was cracked. This was identified after use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.